Event description:
When the surgeon was locking a screw during a procedure on (B)(6) 2013, it went through a titanium plate at the most distal radius side hole. This occurred while the surgeon used a star drive screwdriver without a limiting device. Additionally, a separate screw would not lock. The screws were power driven and, against recommendation, locked with excessive torque. The patient was implanted with a plate of the same size which is composed of stainless steel. The procedure was extended by 8 - 10 minutes as a result. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.